Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that several months ago the patient started having a shocking, which was later described as a non-painful tingling sensation, in their arms and abdomen, the patient stated that the sensation wasn't constant, it was only at certain times when they laid down they would feel the device tingle. The patient stated that they could feel every time with the tingling turned on and off. The patient¿s healthcare provider thinks they may have nerve damage, so they were taking lyrica and other things, but the patient thought this issue may be related to the device. The patient mentioned no falls or trauma. The possibility of making therapy changes was reviewed and the patient was redirected to their healthcare provider to check their ins and discuss their symptoms. No further complications were reported.